Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx stents were implanted- two into the lad and one into the cx. One day post index procedure the patient suffered cardia mucosa damage. It was reported that the result of a vomit blood test was weak positive. The patient was treated with medication. The patient was on dapt 24 hours prior to the event. The investigator and safety assessed the event as not related to the index device or anti-platelet medication

Manufacturer narrative:
Correction to notify date should be (B)(6) 2018 and not (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that two, not three, resolute integrity drug eluting stents were implanted during the index procedure: one in the lad and one in the cx.. If information is provided in the future, a supplemental report will be issued.